Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was distorted preventing helix extension and retraction. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported the helix would not extend while the lead was out of the patient's body. It was also noted that there may have been over-rotation of the helix mechanism. The lead was not used and was replaced. No patient complications have been reported as a result of this event.